Event description:
The customer reports false positive reactions in the anti-d microwell on a sample that was found to be rh negative when using manual tube. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and changed the syringe that had crystallization around it. The fe performed a pm. The fe changed the wash station and silencers as part of the pm. The fe also changed the probe and did camera adjustments. The fe did reference image. The fe ran diagnostics and all passed. Qc ran and verified by the customer. Repairs have returned this instrument to expected operation. (B)(4).